Event description:
New information received indicates that the issue was found out during patient's hospitalization device interrogation.

Event description:
It was reported that the patient's pacemaker exhibited false elective replacement indicator (eri) alert. Programming changes were made. The patient was in stable condition.